Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a torflex transseptal sheath was selected for use, it was noted that after inspection of the distal end, a kink and subsequent protrusion in the plastic was observed. The sheath was kinked, a physical bend in the shaft forming an angle, causing sharp edges on the lateral edges. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned.